Manufacturer narrative:
The device was returned to olympus for evaluation. A visual inspection was performed on the received device and found no signs of foreign objects/materials or missing parts inside the biopsy channel and suction channel when inspected with olympus baroscope. Additionally, there were no signs of missing parts with the insertion tube, bending section cover, bending section cover glue and distal end areas. The scope passed the leak test. Based on the evaluation the cause of the reported event was unable to determine the cause of the reported complaint, as there were no signs of foreign materials/objects noted inside the biopsy and suction channels.

Event description:
Olympus was informed that during an unspecified procedure, a stent fell out of the scope into a patient. It is unknown if the stent was used in a previous procedure. It is unknown the intended procedure was completed. There was no associated patient infection reported.